Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received an external ram error alarm, unexpected restart alarm and displayable history check failed on startup alarm. The customer's blood glucose was unknown at the time of incident. The customer's father stated that a basal was not programmed before the unexpected restart alarm and displayable history check failed on startup alarm. The customer's father stated that the insulin pump was not store and was not in use for an extended period of time. The customer's father stated that they had a piston issue and had missing data. The customer's father was advised that the insulin pump will need to be replaced. The customer's father declined to replace the insulin pump. The insulin pump will not be returned for analysis.